Manufacturer narrative:
Requests for additional information provided model/serial numbers for the implanted device, as well as event date and death date. This event occurred prior to us market release of this device.

Event description:
Medtronic received information via literature review that a (B)(6) man with calcific severe aortic stenosis and worsening ejection fraction was successfully implanted with a 29-mm medtronic transcatheter bioprosthetic valve (serial not reported). Post-implant there was no evidence of aortic insufficiency. One hour post-implant, the patient lost sensation and movement on his left side, and a computed tomography scan demonstrated a left occipital cerebral infarction. Seven days post-implant a slight increase in pressure gradients and ejection fraction were observed. The patient subsequently developed pneumonia and died 15 days post-implantation. An autopsy revealed severe underlying calcification of the native aortic valve leaflets and mitral annulus. The bioprosthetic valve appeared well positioned, however, all three leaflets had limited mobility due to the presence of fibrin thrombus, most significant on the right coronary cusp. No additional adverse patient effects were reported for this patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to medtronic for analysis. Device (B)(4). Title: thrombus formation following transcatheter aortic valve replacement authors: de marchena e, mesa j, pomenti s, marin y kall c, marincic x, yahagi k, ladich e, kutz r, aga y, ragosta m, chawla a, ring me, virmani r. Citation: jacc cardiovascular interventions 2015 apr 27;8(5):728-39. The event date is unknown. The death date is unknown; the first day of the year of publish was used for the death date in section b2. The de marchena et al article, table 1, referenced a case report by lancellotti et al; this case report was previously reviewed and reported to food and drug administration via medwatch # 2025587-2015-00585.